Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsi-2, serial number/date (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1154294, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer called stating that the consumers tdxsi-2 power chair is allegedly giving an 8 flash controller fault. The product has allegedly been shutting off and faulting for the past 8 months, intermittently. Consumer is currently using a back up chair while repairs are being made. Replacement controller on quote #(B)(4). No injury.